Event description:
It was reported that the guide wire was attempted to be removed after catheter insertion. But, the guide wire was unable to be removed. A new catheter was used and inserted successfully. 04/12/2022 - the returned sample the guidewire was shown to be stuck within the introducer needle and was observed to stretch when pulled, indicating the core wire is broken.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a guidewire stuck in an introducer needle is confirmed. One video of a ¿j¿-tip guidewire and an introducer needle was returned for evaluation. An initial visual observation of the video showed use residue one the returned sample. The guidewire in the video was shown to be stuck within the introducer needle and was observed to stretch when pulled, indicating the core wire is broken. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.